Manufacturer narrative:
The device involved in the event has not been received for additional evaluation. As additional information is received, a supplemental report will be issued.

Event description:
It was reported that, on an unknown date, the nurse had an issue with tpn and lipids on a patient. In addition, it was reported that when the nurses scanned the pump, it set to give as a piggyback instead of concurrent and the rate was updated on its own. There was patient involvement, however; there was no report of patient harm, medical intervention, or delay in therapy.

Manufacturer narrative:
Additional information: g1: (B)(6). H10: the device involved in the event was not returned to the manufacturer for further investigation.